Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a sagittal splitting ramus osteotomy on (B)(6) 2019. During surgery, a matrixmandible drill bit was broken and two (2) out of four (4) screws could not be held when the surgeon tried to insert the screw. There were no broken parts in the patient¿s body. It is unknown if there was a surgical delay. The procedure was successfully completed with no adverse consequence to the patient. Concomitant medical products: screwdriver (part unknown, lot unknown, quantity 1), matrixmandible screws (part unknown, lot unknown, quantity 2). This report is for one (1) matrixmandible locking screw. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 04.503.606.04s, lot: 2l43255. Manufacturing location: bettlach, release to warehouse date: nov 23, 2018, expiry date: nov 01, 2028. Non-sterile 04.503.606.20 / h729114 was manufactured in us, monument. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product investigation was completed. The received screw is intact and nothing is broken. The first thread flank at the thread run-in is slightly bent. The outside and core diameter meet the specifications a functional test therefore is not appropriate. Dimensional inspection was completed and met specifications. Relevant drawings were reviewed. Beside the damage on the first thread flank at the thread run-in the screw is intact. The relevant dimensions were checked and found to meet the specifications of the referenced technical drawings. The reported drill breakage in the same operation points to the possibility that the holes were oversized for unknown reasons and therefore the screws did not fit into the bone as intended. The instructions for matrixmandible plating system mention the following precautions while drilling and screwing: "drill speed rate should never exceed 1,800 rpm, particularly in dense, hard bone. Higher drill speed rates can result in: thermal necrosis of the bone, soft tissue burns, an oversized hole, which can lead to reduced pullout force, increased ease of the screws stripping in bone, suboptimal fixation, and/or the need for emergency screws. Tighten screws in a controlled manner. Applying too much torque to the screws may cause screw/plate deformation, or bone stripping". No manufacturing related issues that would have contributed to this complaint were found. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.